Event description:
The physician was using the penumbra coiling system to coil an intracranial aneurysm. The physician was trying to reposition the coil to get a better frame in the aneurysm. He pulled the coil back into the microcatheter and it detached. He successfully removed the coil and there was no patient injury.

Manufacturer narrative:
Conclusion code: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Other text : device discarded by hospital.